Event description:
Patient came for unscheduled follow-up on (B)(6) 2015 due to muscle stimulation. The pacemaker was found in standby mode and reinitialized.

Event description:
Patient came for unscheduled follow-up on (B)(6) 2015 due to muscle stimulation. The pacemaker was found in standby mode and reinitialized.